Event description:
A healthcare facility reported via a fisher and paykel healthcare clinical product specialist that a hole was detected in a rt240 adult dual-heated evaqua breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The subject rt240 breathing circuit is en route to fisher and paykel healthcare for investigation. We will provide a follow-up report upon receipt of the complaint device and following completion of our investigation. We have performed a lot check which revealed no other complaints of this nature for this lot number.